Manufacturer narrative:
The commander delivery system was returned locked with no flex, or fine adjust used, inserted through full loader assembly, and partially inserted into sheath approx. 9.5" into sheath.  A review of imagery of patient¿s anatomy showed the following:  the access vessel (left femoral and iliac arteries) had presence of tortuosity; the valve was exposed through the sheath as the sheath¿s liner was torn; outflow struts of the valve were bent; stream through a pinhole in crimp balloon noted.  A visual inspection of the returned device showed the following:  delivery system and valve exposed through sheath liner and valve appears to be over the pumpkin of inflation balloon; unable to inflate, cut on crimp balloon approx. 1/4" from proximal end of crimp marker; minor flex tip gouges were noted on the delivery system.  Dimensional inspection was performed, and the double wall thickness of the crimp balloon was measured to the proximal and distal side of the observed tear.  Measurement met specification.  During manufacturing, the balloons are 100% inspected for any defects. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed additional similar complaints relating to balloon leakage. A review of complaint history from november 2019 through october 2020 revealed additional similar returned complaints for the commander delivery system (all models and sizes) for balloon leakage.  The complaints were confirmed.  Available information suggests patient and/or procedural factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leakage was confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot history review and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿the valve and delivery system was unable to advance beyond the left common iliac¿. High push forces coupled with the tortuous anatomy and sheath damage can cause the crimped valve to be non-coaxial with both the flex tip and the crimp balloon. Per engineering evaluation, flex tip gouges were observed on the returned device, which is indicative of non-coaxiality and tension within the system. This non-coaxility can result in interaction with the valve and the crimp balloon, as the valve struts may have punctured the balloon and resulted in the observed pinhole. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force/non-coaxial interaction with valve struts) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
UDI number: (B)(4).   This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13827 and  2015691-2020-13829.  Investigation is ongoing.

Event description:
Per pre deco evaluation, leakage was observed through nose tip when inflating the balloon and was unable to inflate, and a cut on crimp balloon approximately ¼ inches from proximal end of crimp marker were observed. As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve and delivery system were unable to advance beyond the left common iliac artery.  The delivery system was repositioned in the sheath and attempted to advance again but was unsuccessful.  The valve, delivery system, and sheath were removed as a unit.  Upon removal of the system, there was an injury to the common iliac artery.  The seam of the sheath was torn open between the partially expanded segment and the distal end of the sheath. The tavr procedure was aborted and the iliac artery was repaired with a covered stent.